Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming entangled in anatomy) resulting in difficult or delayed positioning associated with the difficulty grasping appears to be related to the reported deviation from the instructions for use (IFU) associated with the user not identifying gripper orientation and not raising the grippers prior to advancing in the right ventricle. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and unable to be removed during attempts to remove the clip from the anatomy. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5, with a permanent pacemaker lead in central position with impact of the tr in anterior- septal area. One xtw clip was placed reducing tr to grade 3-4.the physician decided to implant another xtw above the first in central position. This position was between the first xtw and the pacemaker lead. While imaging was being reviewed, the physician advanced the clip without testing or raising grippers into the right ventricle. The clip with lowered and the grippers immediately got stuck between chordae and leaflet tissue of the first tissue bridge. Troubleshooting maneuvers were attempted without success. The clip was deployed with the leaflets stuck behind the grippers and the clip delivery system shaft. The clip was observed to be stable on both leaflets and tr was reduced to a grade of a 2. There was no clinically significant delay in the procedure.